Event description:
Pt reports they were completing their infusion today and at the very end they head a big crack/snap noise from the pump. Pt was able to finish infusion before this happened. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra - 8mg. Hizentra indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.